Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or any other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
On (B)(6) 2018, the patient's blood glucose (bg) levels exceeded 27.8 mmol/l (500 mg/dl). The patient administered multiple correction boluses using the pod and manual injections but could not get her bg levels to decrease. The morning of (B)(6) 2018, the patient's bg levels reached 29 mmol/l (522 mg/dl) and the patient went to the hospital. She changed the pod, which was worn between 36 and 48 hours on the arm and upon removal noted the cannula was bent. At this time the patient had manually injected 103 units of insulin plus followed all correction suggestions via her personal diabetes manager (pdm). The patient's bg levels were 35 mmol/l (632 mg/dl) when she arrived at the hospital. The patient was diagnosed with diabetic ketoacidosis (dka) and high blood pressure. The hospital performed an electrocardiogram (EKG) and placed the patient on an insulin drip. Potassium and magnesium were also provided during her hospital stay and she was discharged a few days later.